Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported deflation issue. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a lesion in left main coronary artery. The patient presented to the emergency room with cardiac arrest. A 4.0 x 15 mm nc trek balloon catheter was advanced to the target lesion and inflated successfully, but would not deflate. The hub was cut off for the device to deflate and was removed without any consequences. Angiography was performed which revealed no thrombus. The patient was put on a heart pump due to the pre-existing cardiac arrest and died shortly after. The patient was reported to be weak and very sick. The physician commented that the nc trek did not contribute to the patient death. No additional information was provided.

Manufacturer narrative:
(B)(4). A cine was received and reviewed by an abbott vascular clinical specialist. The reviewer concluded the following: it is confirmed that a balloon was inflated in the left main three times. There is an image of the balloon catheter in place without contrast in the same location as the inflation. This is consistent with the report although there is no confirmation that the balloon was deflated by cutting the hub as the balloon was not returned. Additional, the cines do not show that there was difficulty deflating. There are no images with the balloon in a state of partial inflation or cines or anything else to indicate difficulty deflating. There is an image of the balloon inflated then an image of the balloon deflated.